Manufacturer narrative:
A medtronic representative went to site to exam the imaging system. It was found the pins of the network port displaced. A replacement ethernet service kit and network cross connect cable were sent to site on (B)(4) 2015. The rep. Replaced the network port, cross network cable and electrical plug. System tested and passed. Parts were not returned to manufacturer so no evaluation can be completed. No further issues reported. This review was performed as a result of recent changes/improvements to the (B)(4) medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by (B)(4) since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system's network connection is inconsistent. No further information. There was no patient present when this issue was identified.